Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: a review of the black box showed power on reset events. No evidence of physical damage was found in or around the battery compartment. The battery cap was able to fit for testing. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no loss of power issues occurring. The intermittent power issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.